Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified superior femoral artery. The 5.0x40mm sterling balloon was advanced to the target lesion and while inflating to 12atms, the balloon ruptured. The device was removed and the procedure was completed with a 5.0x40mm non bsc balloon. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)